Manufacturer narrative:
The technician replaced all brake brake casters and brake steer caster to resolve the issue.

Event description:
The technician alleged that the brake caster would not hold. No pt impact.